Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced elevated glucose after being taken off a weekly monjuro injection, used the ilet system, and was advised by the care team to perform a factory reset, with the case transferred to the clinical management team. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third parties. Investigation of this case revealed no findings and insufficient information regarding the device or any specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.